Manufacturer narrative:
The event of degeneration of the trifecta valve was reported and could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2013, a diabetic patient underwent an avr with a 19mm trifecta valve (sn unknown), a mvr with a 23mm perimount mitral valve, and a CABG. The patient presented to the emergency room for worsening dyspnea and weakness and reported degeneration of the trifecta valve. The mean gradient during the control echo was 61mmhg. On 26 april 2018, a 23mm portico valve was implanted within the trifecta valve. During the procedure, the coronary was protected with a guide. Post-procedure, stents were placed in the coronary arteries. The post-procedure valve gradient was 11mmhg. No procedural complications were reported and the patient was reported to be stable.